Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient was experiencing pacemaker syndrome due to increase in heart rate. The behavior coincides with periods of rate variability. Patient was advised to follow-up with the physician for evaluation. No further information is available at this time.